Event description:
It was reported that the patient "never had therapeutic effect for over a month and a half". On (B)(6) 2011, patient was driving and started "feeling very hot and had profuse sweating". She was admitted in the hospital, was thought to have "spinal fluid leak" and transferred to another hospital. She had surgery on (B)(6) 2011. She was informed by the neurosurgeon that when he removed the pump, it was "not hooked up correctly." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).